Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl or 556mg/dl. Customer states that they change sets twice a day for high blood glucose and had a sugar to treat high blood glucose. Customer states that insulin pump was working correctly but they had issue with infusion set. Customer advised to change infusion set and call back if issue persist. Product will not be return for analysis.